Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were speaking to another healthcare provider (hcp) on labor day and all of the sudden they got a very painful sensation. The patient has an appointment on (B)(6) and wants the manufacturer representative (rep) to know about the aforementioned information. Indication for implant is fecal incontinence and gastrointestinal/pelvic floor.

Event description:
Information was provided by a healthcare professional (hcp). It was reported that physical examination, analysis, and reprogramming were conducted on the patient programmer and stimulator. The hcp stated that they told the patient to leave the settings alone if they don¿t experience fecal incontinence or discomfort.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.